Event description:
The patient reported experiencing elevated blood glucose of 400 mg/dl on (B) (6) 2010. The patient stated the infusion set was full of blood and the patient does not believe the infusion set works correctly. The patient's normal blood glucose range is 105-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. No product will be returned for evaluation.